Event description:
The manufacturer received information of a patient allegedly receiving burns to her face while wearing her oxygen nasal cannula. The patient was near a gas stove when the event occurred. The doctor visited the patient and prescribed her ointment. There was no damage to the concentrator. The patient is continuing to use the concentrator, therefore the device will not be returning to the manufacturer for evaluation. It was reported to the manufacturer that there was no evidence of damage to the everflo oxygen concentrator. Product labeling states, "oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes user error contributed to the patient's alleged burns.